Event description:
The rptr stated that he did back to back blood glucose tests, within 10 mins, using different finger sticks on the same hand. His results were 173 and 131 mg/dl. He stated that he did not have any symptoms. Two control solutions tests were just within range at 143 and 141 (95-143).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8